Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient went to get an MRI of the lower spine a few days ago and found out the stimulator had died and they couldn't get an MRI. Patient doesn't think the device even worked. They tried all kinds of settings and they did all the ones they can do and patient didn't even know it died. Patient has spine issues. It is like treating someone with spina bifida. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient is meeting with the doctor's pa and the medtronic rep on january 9, 2025.patient said the device only lasted two and half years and thought it was supposed to last longer.